Event description:
It was reported that the ventilator generated an internal communication error. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an internal communication error. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the issue has been solved by reinstalling the software. The root cause to the reported issue has not been determined. The correction of field device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 07/01/2020 corrected manufacture date: 06/18/2020.

Event description:
Manufacturer's ref. #: (B)(4).